Event description:
Unable to deflate the balloon of the ptca catheter during procedure. Physician was finally able to retrieve catheter without any noticable harm. Two catheters were on the field at this time. We are unsure which lot number this catheter was from. Both product boxes saved and both lot numbers used in this report.